Event description:
The medical center reported that the white plastic on the distal tip near the insertion point of the blade broke into pieces during the case. The issue did not affect the function of the device but caused a pt safety concern if the material would have been introduced into the pt and not detected.

Manufacturer narrative:
The medical center reported that the white plastic on the distal tip near the insertion point of the blade broke into pieces during the case. The issue did not affect the function of the device but caused a pt safety concern if the material would have been introduced into the pt and not detected. Deroyal: the device was not returned for evaluation. The reported issue was sent to deroyal's vendor, i.c. Medical, for further investigation to be completed. The investigation into the root cause is in process.